Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the initial surgery with dhs implants was performed. After the initial surgery, on (B)(6) 2024, the patient underwent removal of the implants and artificial bone replacement. A reason why the removal of the implants and artificial bone replacement was done is unknown. The surgery was completed successfully without any surgical delay. From view on x-ray photograph, there was no perforation of the bone head of the lag screw. The first report about this case was on january 17, but the ecm registration of this case was on january 24 because there was no detailed information about it at all at the time of the first report. This report is for one (1)unk - plates: dhs/dcs. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown dhs plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status: the patient is doing well.